Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and later additionally reported "capsule contracture baker grade: unknown". Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side deflation and later additionally reported "calcified capsule contracture baker grade unknown". Device was explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: fluids, creases, red and white tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device was discarded.